Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, red lights were observed and the device stopped working. The device was disassembled and then reassembled and it continued to work for the remainder of the procedure. There was no blood loss or patient injury reported. The procedure was delayed for 40 minutes due to the device needing to be reassembled.